Manufacturer narrative:
Additional narrative: product investigation evaluation: the narrow connection between the hex nut and the threaded rod is broken. The nut has clearance and does not transfer motion to the threaded rod. Thus, no distraction can be achieved by turning the activation instrument. The damaged distraction rod was investigated with a stereo microscope. A separation of the threaded rod and the hex nut could be clearly identified. The edges of the separated region tend to be round and have not striking cracks. The transport plate is about 6.1mm away from the base plate (respectively 3.3 mm away from the start of the threaded rod). The transport plate did not reach the ¿neck¿ of the threaded rod to block the end of the distractor, which could have led to a breakage due to excessive activation tool forces. The transport plate is observed for noticeable problems leading to block the motion. The transport plate end facing towards the hex nut is undamaged. The transport plate end facing towards the base plate has a crack starting at the inner thread of the plate. The threaded rod itself is undamaged to the point of the transport plate. The bottom view of the alveolar distractor shows a tilted (of axis) transport plate. Despite the improperly drilled hole on the left part of the transport platform, no indications for improper handling/bending of the platform can be determined. Conclusion: there is evidence of a material failure regarding the transport plate of the alveolar distractor. There is no evidence of intense activation tool forces and bends having been performed at the fracture site in the transport plate. It is recommended that the fracture area of the transport plate is going to be further examined and tested to determine location and propagation of the fracture. Additionally, the plate should undergo a material analysis to examine the raw material quality is within acceptable limits. The root cause of the complaint is indeterminate. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the alveolar distractor broke at the beginning of the extraction rod near the hex. The movable part is not parallel to the static part anymore. Signs of use on the hex and various mechanical damage on the case of the implant as well as inside the screw-holes could be observed in the macroscopic examination of the returned products. A lot of bone/tissue residues inside the cse of the implant were visible. The observed damage was likely caused by explantation of the implant. The macroscopic examination of the fracture surfaces revealed torsional deformation lines, bone/tissue residues and mechanical damage which were likely caused by the fragments chafing against each other on the fracture surface after breakage of the plate. During examination under the scanning electron microscope (sem), the entire fracture surfaces of both fragments showed ductile honeycomb structures which are aligned counterclockwise on the majority of the fracture surface. In the center of the these counterclockwise aligned structures, straight ductile honeycomb structures could be found. A small segment showed a fatigued area with fatigue lines and secondary cracks. This is a clear indication of a ductile forced fracture mechanism under torsional strain with a prior section fatigue. The counterclockwise aligned ductile honeycomb structure shows that the final ductile forced fracture mechanism happened during loosening the extraction rod. The microstructure of the used material was examined in cross section and found to be according to the standards. There were no evident irregularities or signs of embrittlements. From the article number together with the fabrication lot number, the production records as well as the implant material lot, its certificates and internal testing records can be traced. Prior to production, the implant material has undergone an intense and systematic material acceptance testing and was released for manufacture only after compliance with the specifications. Hence, the implants were manufactured from raw material complying with or exceeding the requirements of the international standard. The performed investigation could not detect any material faults. The alveolar distractor broke according to a ductile forced fracture mechanism during distracting the retractor with prior sectional fatigue. The fine dimple structure on the entire fracture surface and the torsional deformation lines are a clear indication for a final ductile forced fracture. The sectional, discernable fine fatigue lines and secondary cracks are a sign of a beginning fatigue crack under cyclic overload which leaded to the final ductile forced fracture mechanism. Due to the orientation of the ductile honeycombs and the fatigued area on the fracture surfaces it is likely that the spindle was first sectional fatigued and then overloaded torsional in distraction direction. Due to the fact that the movable part was not parallel to the static part anymore and there were significant damages in the screw-holes, it is likely that the spindle got tilted after implantation resulting in exceptional mechanical resistance and therefore started to fatigue due to cyclic overload and finally broke during distraction of the retractor due to overload. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: during patient care, a distraction rod ceased functioning. It broke during the last days of the patient¿s care while using post-operatively. There was no patient consequence. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.